Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device; however, the type of the material and the root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had white residue in air water channel and auxiliary channel. There was no patient involvement.